Event description:
Family obtained wheelchair from hospital and took it out to the parking lot to retrieve visitor from their vehicle. While wheeling the patient across the handicap part of the sidewalk, the wheelchair wheel broke, and the visitor fell to the ground. Manufacturer response for wheelchair, staxi transport chair (per site reporter). Facilities manager was making the manufacturer aware by ordering a new wheel.